Event description:
It was reported that a patient died coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized prior to the death. It was not reported if pd therapy was ongoing up until the time of death or if it was being performed at the time of death. The cause of death was not reported and it was not reported if an autopsy was performed. During the follow up, the reporter and nurse declined to provide any information on the event.

Manufacturer narrative:
B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. Sample analysis found no failure or malfunction that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.